Manufacturer narrative:
Philips service replaced the flexvision-2 revised pc without hdd and scheduled follow-up work. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision pc lost connection and displayed 'switching not possible' on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.